Event description:
According to user facility, the device was in use with pt when the catheter severed and a 4cm portion remained under the pt's skin. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.